Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 10/07/2025. An investigation was conducted on 10/07/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of dried blood was observed on the heater wire and the jaws. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000494536 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they prepared the leg to harvest vein endoscopically. When they were ready to use the vasoview hemopro 2 they noted the bipolar component jaw was bent and unusable. This was discovered prior to use. It was not used on the patient but an incision was made. A new product was opened and used without any issue. There was no patient harm. There was a minimal delay in opening a new item.